Manufacturer narrative:
Corrected g1.

Manufacturer narrative:
H6: code 213- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 22- according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Manufacturer narrative:
Post implantation cta images, dated (B)(6) 2020 were provided to w. L. Gore for investigation. The investigation showed the following results: the right renal artery appears to be lowest by centerline. Aortic diameter just distal to the right renal appears to be 29.9mm. Aortic diameter approx. 8mm distal to the right renal appears to be 34.2mm. Aortic diameter 15mm distal to the right renal appears to be 48.8mm. The length from the right renal artery to the proximal implanted device appears to be approx. 72.0mm, by centerline. This finding confirms a type 1a endoleak. Cannot confirm device migration with one time-point. Maximum aaa diameter appears to be 81.5mm x 83.5mm. Cannot confirm aneurysmal growth with one time-point.

Event description:
It was reported that on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore¿ excluder¿ aaa endoprostheses. On (B)(6) 2020, follow-up images revealed that the trunk-ipsilateral leg (rlt) migrated approx. 60 mm distally creating a type ia endoleak with an unknown amount of aneurysm growth. The cause is likely due to loss of proximal sealing of the device due to disease progression. A reintervention is planned but no date was communicated.